Event description:
Additional information received on 1/9/2025: the patient is unable to obtain the part and lot number for the dynamite pip hammertoe product. The patient's initial surgery occurred on (B)(6) 2021. The patient was always sensitive to jewelry and unable to wear it due to the irritation it caused. The patient was properly diagnosed with a nickel allergy on (B)(6) 2022. Prior to the patient's toe amputation, the patient did not receive any treatment for the allergic reaction and pain. The patient underwent toe amputation on (B)(6) 2022. All the dynamite pip hammertoe implant was fully removed from the patient.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/22/2024, an email was received from a patient's relative regarding a dynanite pip hammertoe product. The patient consulted a physician due to mild foot pain and discomfort. A little over a month later, the patient underwent surgery, in which the dynanite pip hammertoe was implanted to fix an aggressive hammertoe to the 2nd and 3rd toes. Following the surgery, the patient started to experience intense pain, burning, and swelling and could not get comfortable, no matter the position. The month went by as the patient was trying to find relief. It was finally determined, without the assistance of the surgeon, that the patient was allergic to nickel. Per the patient's relative, the surgeon did not advise the patient on the potential of nickel allergy nor perform testing to indicate metal sensitivity. The patient 2nd and 3rd toes were amputated after years of pain. No further information was provided.